Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic laparoscopic appendectomy, while the device was inside the patient and the patient was sedated, that the surgical instrument jaw broke and fell into the patient¿s large intestine five minutes after the start of the procedure. The device was retrieved with an unspecified device. The procedure was completed with an olympus back-up device. No serious injury or adverse patient effects were reported.